Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation. H3 other text : no product returned.

Event description:
A company representative reported that during a scoliosis correction case an everest xt support tower and an everest xt support tower reducer jammed / became stuck together. The procedure was completed successfully with a 10 minute surgical delay and no adverse consequence to the patient. This report is for the everest xt support tower reducer.

Event description:
A company representative reported that during a scoliosis correction case an everest xt support tower and an everest xt support tower reducer jammed / became stuck together. The procedure was completed successfully with a 10 minute surgical delay and no adverse consequence to the patient. This report is for the everest xt support tower reducer.